Event description:
Reportedly, the first application was good, on the second application the handle was in the back position, but when the instrument opened, no staples were firied. The esophagus disappeared into the diaphragm and the thoracic surgeon had to help suture to complete the case. Procedure: gastrectomy.